Manufacturer narrative:
(B)(4).

Event description:
Customer reported bravo ph capsule failed to attach. There was no harm to the patient or user.

Manufacturer narrative:
(B)(4). Date of initial report 09/16/2015. One used bravo ph capsule delivery device was received for evaluation. Visual inspection found that the delivery system plunger was not pushed to the end. This would cause the capsule to fail to attach to tissue. Thus, the investigation identified the root cause of the reported event to be user error. The IFU for this device warns users to press down on the plunger with a swift and smooth motion to actuate the delivery device mechanism. Pressing down on the plunger too slowly may result in the capsule not properly attaching to the patient¿s esophagus or not detaching from the delivery device.